Manufacturer narrative:
Investigation of this event concluded that low trop I result was the outcome of processing an aged sample. The root cause of this event is user error.

Event description:
A customer observed false low trop I results for a pt sample tested on a vitros eci analyzer. The biased results were not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This reort corresponds to ortho clinical diagnostics inc.